Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of delivery issue is determined to be patient condition since they were unbale to pass the pump due to patient anatomy.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an attempted impella 5.5 implant however the staff was unable to implant the pump due to anatomy. The impella 5.5 was aborted and an impella cp was implanted instead.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.